Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736 (software version: 2.1.0) h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation/imaging system . It was reported the system underwent a comprehensive evaluation, including hardware, software, and instruments. All evaluations passed. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, and c14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an issue with instrument tracking and the navigation system was "not detecting instruments". The site had no problem registering the patient or verifying instruments. The system was rebooted, which resolved the issue. A procedure delay of less than 1 hour was reported. There was no impact on the patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed which captured two sessions on the issue date. The site added four multiprobe instruments to the procedure, all of which were successfully verified. The logs also recorded a successful connection to the electromagnetic (em) emitter and passing registration metrics. The provided archives contained five computed tomography (CT) exams, all of which displayed a lossy compression warning. Except for CT-1, the exams failed to capture the patient's superior and posterior head regions, resulting in a reduced area for trace collection. However, the site utilized CT-1 to gather trace points and achieved a passing registration of 1.4 millimeters (mm). According to the case details, rebooting the system resolved the issue. However, the logs and archives did not record any tracking disabled messages or any other abnormalities that could explain the reported behavior. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.